Manufacturer narrative:
As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region consistent with the reported event. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue. The reported event of stylet unable to be removed from the lead was confirmed.

Event description:
This report is to advise of an event observed during analysis. The ptfe coating of the stylet on the left ventricular lead was found stripped and bunched up inside the inner coil at the connector region consistent with stylet delamination.